Event description:
The customer reported the aa4203tl silicone single piece lens was loaded in staar's old titanium injector and the lens twisted and was torn during insertion. The lens was removed without enlarging the incision and there was no injury to the patient. Staar sales reps provided the customer with the some disposable injectors. The event was due to a users error.

Manufacturer narrative:
Evaluation results:visual inspection of the returned product showed half of the lens was torn off and missing and there was a clear surgical residue on the lens. (B)(4)

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation result: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Claim # (B)(4).

Manufacturer narrative:
(Evaluation result): per medical review - reportedly, iol was twisted in the injector and subsequently torn off during insertion requiring intraoperative lens removal. Incision was not enlarged and no other tissue damage was reported. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2015 the cause of the event was user error during loading (use of an old titanium injector).